Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and vegetation on leads. The physician opted to place temporary pacing system via right jugular vein. There was no additional adverse patient effects reported. This rv lead was explanted.